Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. D4: batch # x9692g. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 10 conforming clips were fed and formed; finally the device locked out as intended. However, it is known from the history of the device that jaw disengaged condition may lead to malformed clips. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 9/1/2023.

Event description:
It was reported that during an unknown procedure, the clip didn't properly close. It was improperly shaped and some were loose inside the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2023. D4: batch # x9692g. Additional information was requested and the following was obtained: "were there any patient consequences? If yes, please describe. Not reported yet. Confirmed by the surgeons: no patient consequences. Device1: staples didn't form in the u device 2: legs of the staples didn't properly closed. 1 could be used until the end of the procedure, the other had to be replaced by another same like device." A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. Photo analysis : this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows three clips used in surgery, apparently malformed clips. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.